Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via manufacturer representative (rep) reported that intubation was performed preoperatively after anesthesia. The tube was inflated and the tip of the intubation balloon was contracted to prevent oxygen from entering. The intubation was removed and the tracheal intubation was no longer used during operation. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was re-intubated and the operation was successfully completed after re-intubation.